Manufacturer narrative:
It was reported that the single electrode probe involved in the incident is available to be returned for evaluation. To date, the device has yet to be returned. Attempts are being made by the firm to obtain the device and follow up info regarding the pt and the procedure. A review of the lot history records was performed for the reported packaging and component lots of the single electrode probe for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the service records for the generator noted no issues. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
A pt of unknown age and gender presented for a nanoknife ablation procedure. As reported by the user, treated first section fine, went to treat the second when a spark occurred. The treatment was aborted. The user wiped area on pt, ultrasound gel got under shielding. The procedure was retried and sparked again.